Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and broken battery cap (p).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 520 mg/dl. The customer was treated with manual injections. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 520 mg/dl. The customer stated they are unable to remove the battery cap on their pump. The customer reported that the battery cap is broken and will not come off the pump. The customer was advised to discontinue use of the pump if the battery is low and monitor it closely if they continue to use it. The customer was advised that the will need to be replaced.